Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact and not severed. The insulation damage was confirmed, cuts were observed in the outer insulation from the terminal end that was likely explant damage. Furthermore, the high-capture-threshold allegation was not confirmed basing on normal lead resistance measurements and inspection that showed no conductor fractures. Aside from the cuts in the insulation, no other damage was found. Analysis also found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. In addition, there was an insulation breach as the physician had punctured the lead to maintain vascular access to place the new lead. The lv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. In addition, there was an insulation breach as the physician had punctured the lead to maintain vascular access to place the new lead. The lv lead was explanted. No additional adverse patient effects reported.